Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that after completing the treatment at right internal carotid (ic) occlusion (tandem occlusion: cervical ic + intracranial ic), the resistance was felt while withdrawing the subject device retriever. Therefore; the subject device was cut off among the collected thrombus. The broken part was safely removed with the microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that after completing the treatment at right internal carotid (ic) occlusion (tandem occlusion: cervical ic + intracranial ic), the resistance was felt while withdrawing the subject device retriever. Therefore; the subject device was cut off among the collected thrombus. The broken part was safely removed with the microcatheter without clinical consequences to the patient.